Event description:
It was reported that the insulin pump has a crack by the rim of the battery compartment, leading to the battery draining to fast. Damage is near the battery cap and the threading. Possibly due to over tightening. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.